Event description:
Dr (B)(6) an anesthesiologist at (B)(6) general hosp called to report an incident. One cm of the distal tip of a pajunk stimulong catheter was cut off in a (B)(6) female pt's neck - while doing an interscalene brachial plexus block for a right shoulder arthroscopy on (B)(6) 2006. The anesthesiologist was repositioning the needle, the catheter kinked and the tip of the needle went over it and it was cut off. Dr (B)(6) the anesthesiologist doing the block contacted a surgeon after taking an x-ray of the pt and the surgeon ((B)(6), md) decided to do nothing. It would not cause any harm. So nothing else will be done. They documented their decision and explained to the pt. Pt went home and is doing fine - no sensory or motor issues. Physician knew this is a very rare situation and informed us.

Manufacturer narrative:
It is not clear whether it is a pajunk device or not. Physician promised to send device for evaluation. The repositioning done by the anesthesiologist was contradictive to the operating instructions of the device. It is written in the operating instructions: "do not retract the catheter back against the cutting edge of the cannula tip. This may cause the catheter to be cut off."